Event description:
It was reported that after a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the force bipolar instrument was observed to have had a joint pin come loose and fall out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a missing clevis pin at the grip base. A piece approximately 41.71mm x 7.72mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding the joint pin on forceps tip fell was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.